Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and irregular impedance measurements. It was confirmed through isometrics. This ra lead has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and irregular impedance measurements. It was confirmed through isometrics. This ra lead has not been returned for analysis. No additional adverse patient effects were reported. Additional information received detailed that the ra lead did not have irregular impedance measurements. Furthermore, it stated that the noise had been oversensed.